Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the pump was hot to the touch, customer¿s blood glucose was 185 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified. Based on the analysis, the alleged battery issue could not be verified.